Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise problem on the rv lead was observed. Noise was presented as high ventricular rate episodes. It was noted that during a routine follow-up in clinic noise was not reproducible. Programming changes were made. The patient will continue to monitor normally. Patient was asymptomatic.